Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high impedance, noise, and triggered a lead integrity alert (lia). A fracture of the rv lead was confirmed. The rv lead was programmed off and replacement is planned; however, the rv lead remains in use until the procedure occurs. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead triggered the lia for high/varying pacing impedance, high rate non-sustained episodes, and elevated sensing integrity counter (sic). The rv lead also exhibited oversensing.